Manufacturer narrative:
Investigation summary: the report of separation of the distal end driveline bend relief near the metal connector requiring a clamshell repair was confirmed through an onsite evaluation performed by a technical service representative. The separation of the driveline's silicone sleeve was previously investigated, and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 10 months 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient suffered a separation of the silicon from the metal connector at the distal end of the driveline. A clam shell repair was performed. No additional information was reported.